Event description:
It was reported that this artificial urinary sphincter (aus) presented fluid loss. A revision surgery was performed, in which the balloon was removed and replaced. There were no patient complications.